Manufacturer narrative:
Per the clinic, there are plans to explant the device due to multiple open circuit electrodes. Additional information has been requested but has not been made available as of the date of this report. This report is submitted on may 29, 2024.

Event description:
Based on technical assessment test performed on (B)(6) 2024, it was determined that the results are consistent with a device malfunction. The implanted device remains. It is unknown if there are plans to explant the device and reimplant the patient with another cochlear device as of the date of this report.

Manufacturer narrative:
This report is submitted on april 04, 2024.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2024, and the patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached.